Manufacturer narrative:
The customer returned the suspected product. An in-house testing was performed using the returned contour next one meter with returned contour next test strips from lot # 7lpeg19b, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that two months prior to the contacted ascensia, there was a difference of 50 mg/dl between the blood glucose readings obtained on his contour next one meter and laboratory results, compared within 10 minutes. The customer took additional insulin based on the meter reading. The customer presented no symptoms before or after the additional insulin intake. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.